Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix e/x. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol composix e/x. Ni/ni/ni - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix e/x. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿there were multiple hernias on the anterior abdominal wall. Dissection was carried out taking down multiple loops of small bowel which were fasted onto the anterior abdominal wall. Then a composix e/x mesh (device #1) was placed into the abdominal cavity and anchored in the lower midline and above the upper ventral hernia using staplers.¿ on (B)(6) 2013 - patient was diagnosed with adhesions and intestinal obstruction thereby underwent laparoscopic repair. Per operative notes, ¿the adhesions were taken down of the composix e/x mesh (device #1). Multiple loops of small bowel were dissected and freed from the lateral abdominal wall.¿ on (B)(6) 2014 - patient was diagnosed with small bowel obstruction and adhesions thereby underwent laparoscopic repair. Per operative notes, ¿there was a loop of small bowel which incorporated into the mesh, causing obstruction. There were some adhesions in the pelvis along with the mesh (device #1) and it was freed.¿ on (B)(6) 2014 - patient was diagnosed with cellulitis and abscess. On (B)(6) 2014 - patient was diagnosed with infected mesh, hernia recurrence and abdominal wound stich abscess thereby underwent open repair with removal of composix e/x mesh (device #1). Per operative notes, ¿the previous mesh was identified with some granulated tissues on the one side of the mesh. The composix e/x mesh (device #1) along with the tissues were taken down. There was a partial hernia recurrence. Then the wound vac was applied.¿ on (B)(6) 2015 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with implant of xenmatrix ab (device #2). Per operative notes, ¿the redundant hernia sac was reduced and resected in its entirety. Then a xenmatrix ab (device #2) was placed onto the abdomen using sutures.¿ on (B)(6) 2015 - patient underwent treatment for post-operative infection and abdominal cellulitis. Attorney alleges that the patient had abscess, adhesions, bowel obstruction, infection, mesh migration, hernia recurrence and emotional injuries. It is also alleged that the patient had other injuries such as cholecystectomy, unnecessary appendectomy, partial omentectomy and wound infection with wound vac placement.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 7 months post implant of composix e/x mesh, patient was diagnosed with infection, cellulitis, hernia recurrence, obstruction, adhesions and impaired healing thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Update fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI no.), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.